Event description:
Boston scientific received information stating: elevation of rv lead threshold. The lead was replaced. (B)(6). Event date- (B)(6) 2012 lead implant date (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).